Event description:
It was reported that during set up of a da vinci si surgical procedure, the jaws on the megasuturecut needle driver instrument would not open or close. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The grips are not bent and the distal end wrist components are intact and undamaged. The grips open/close properly when the input discs are manually rotated. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .070 - .500 in length and not aligned with the tube axis. Engineering concluded that the damage to the main tube was likely caused by mishandling/misuse. No other damage found was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the secondary failure analysis findings, of tube abrasions and light material removal could cause or contribute to an adverse event if it were to recur.